Event description:
Event description cpi received information that during testing this implantable cardioverter defibrillator (ICD) delivered a shock which did not convert the patient, appropriately diverted the next shock, and then did not sense the continuing arrhythmia. The arrhythmia was converted using a commanded shock.